Manufacturer narrative:
The subject device was not returned for investigation. Device history records for maj-1414 with lot number 96v were reviewed and there were no abnormalities in the records. The exact cause of the reported event could not be identified. Probable causes of the leak may include the following: ·the rubber of the biopsy valve was damaged or deformed by attaching / detaching the needle and the syringe during the procedure. ·the biopsy valve was not placed properly on the endoscope. The reported events occurred at one specific facility; it can be inferred that user handling /technique may have contributed to the event. We will continue to monitor the performance of this device.

Event description:
Olympus was notified that the biopsy valve is not ''sealed¿ and that they are experiencing leaking which increased with patient coughing. The secretions were expelled from the biopsy cap before and/or after the needle was inserted through the cap. It was reported that patient secretions splashed on the face of caregivers on several occasions. During the procedures, the staff wore safety goggles, n95 masks, gowns and gloves. There was no injury reported. No exposure testing has been performed following the exposures. It was reported that end users properly placed the valve on the endoscope. This report is # 2 of 19 for exposure related to "biopsy valve not sealed".